Event description:
On (B)(6) 2013, the reporter contacted animas alleging a prime/load step malfunction issue. The reporter stated that the pump occasionally primed the tubing partially on its own during the load step and that priming sometimes only took a short time even though the prime steps were performed correctly. The reporter denied manually priming the tubing. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following results:a review of the pump¿s history no warnings related to the complaint. The reported prime volumes were verified. The pump was able to power on normally and rewind, load, and prime successfully with no alarms. The force sensor was found to be in calibration. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.